Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and needle break. Customer's blood glucose level was 444 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised the metal needle broke inside of their skin and they were unable to remove the needle with tweezers. Customer was advised they would be provided solutions and a follow up would proceed to get the needle out of their body.